Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 47 years, weight 83 kg , bmi 28,7. Date and name of initial surgical procedure the 5. Of (B)(6) 2020, tvt exact with code tvtrl. The diagnosis and indication for the initial surgical procedure? Stress urinary incontinence. What are the patient comorbidities/concomitant medications? Healthy woman, asa 1 the initial approach for the index surgical procedure? Uncomplicated initial procedure any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? It wad the patients boyfriend who first felt the mesh erosion in connection with coitus. Mesh exposure site/location, symptoms and diagnostic confirmation? Boyfriend felt mesh exposure. Exposure was confirmed by gynecological examination. Describe any medical/surgical intervention for exposure including dates and surgical findings. Exposure tried covered with mucosa membrane date (B)(6) 2020. What is meant by "the suture almost loosened?" Was there wound dehiscence? The self-dissolving sutures had almost dissolved when patient came to control examination ¿ completely natural and expected. Was there medical intervention given for the pain management? Results? Der no medical treatment has been given as the primary problem was mechanical discomfort due to exposure. Please provide dates and surgical findings of reoperations exposure of 7mm in diameter and about 3 cm. The part of the tvt sling was removed. Lot # for vicryl suture used no lot number of the vicryl of suture what is physician¿s opinion as to the etiology of or contributing factors to this event? Exposure is likely to be due to infection. What is the patient's current status? Control on (B)(6) 2021: no pain, no dyspnea/duspauni, have not noticed incontinence. No erosion after gynaecological examination and negative stress test.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is meant by "the suture almost loosened?" Was there wound dehiscence? Was there medical intervention given for the pain management? Results? Please provide dates and surgical findings of reoperations lot # for vicryl suture used what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Adverse events associated with patient's first event with the tvt exact retropubic device reported via mw # 2210968-2021-06180. Adverse events associated with patient's second event with the tvt exact retropubic device reported via mw # 2210968-2021-06181. Adverse events associated with the vicryl suture reported via mw # 2210968-2021-06182.

Event description:
It was reported that a patient underwent an uncomplicated sling procedure for stress urinary incontinence on (B)(6) 2020 and the mesh was implanted. It was reported that on (B)(6) 2021 the patient contacted the ambulatory clinic by phone, to report mesh erosion that could be felt upon palpation. It was also reported that on (B)(6) 2021 the patient went to the hospital because of complaints with the mesh. Upon examination, the doctor observed mesh erosion of 4x5 mm below urethra, and the mesh was visible. The doctor observed that the suture was almost loosened. It is decided to remove the visible part of the mesh sling and on(B)(6) 2021 the patient was placed under general anesthesia at the hospital for the erosion. Additional information was requested.